Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During an unknown procedure at the wards/ICU, when the needle was pulled, the sutures were broken or detached from the needle swage. It was not a control release needle. Another product was used to complete the case. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> (B)(4). The following information was requested, but unavailable: - how many sutures broke? Please specify below by product code and lot number: product code vr935 - lot uacdzce0: product code vr935 - lot ueccgke0: - how many needles detached? Please specify below by product code and lot number: product code vr935 - lot uacdzce0: product code vr935 - lot ueccgke0: investigation summary ==> the product was returned to ethicon for evaluation. One empty labeled winding former, one detached needle and one suture piece were received for analysis. Product code vr935. Upon visual inspection of the returned detached needle, the swage and attachment area were noted to be as expected; however, marks that appear to be caused by a surgical instrument were observed on the body needle. The barrel hole of the needle was examined under magnification and remnant suture was found. The suture piece was inspected; the extremes were noted to be cut probably caused by a surgical instrument. Also, body fluids were noted along the strand, and the insertion mark was not observed. The product code vr935 contains an absorbable suture. As the sample was received open, the time of exposure to the environment cannot be determined. As per the condition of the returned sample, the functional test could not be performed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.